Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient requesting the manufacturer no longer follow-up with them. They stated that they had already turned their device off and quite using it. They stated that they will have the doctor go ahead and get it taken out as they didn't think it was doing them any good at all. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were having problems with their device and that's why they turned it off by themself and their doctor will remove it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) it was reported that the patient left a voicemail stating they ¿had some concerns about their stimulator, but mostly about customer service and that they had been unable to get a hold of a manufacturing representative (rep) so that someone could come out and take a look at their device¿. It was reported that it sounded like their concerns were more related to the fact that they felt that their device moved. It was reported that the patient was called twice in attempt to ask more information about their concern about their implant moving, but they got the patient¿s voicemail so two messages were left to have the patient call back. The patient called back later and left the voicemail stating, ¿don¿t worry about calling back, I went ahead and turned the device off and I will just go from there when I find a doctor to take it out and I will then let them do that and see if they will pay for it so thank you very much¿. It was unknown when the event occurred as it was never able to be asked. Additional information as received from the patient on 2018-02-21, reporting that they had turned their unite off. They again reported that the battery felt like it was moving in their back and since there was no one in kansas city to check out the unite, they turned the device off. It was reported that they told their back doctor and they had set a date to have it removed. It was reported that patient services called the patient back again on 2018-02-22, and the patient stated that what they wanted was to have someone from the manufacturer to look at their device. The patient stated that they did not have a managing healthcare provider (hcp), they only had a primary care hcp and they didn¿t want a pain management hcp. The manufacturing representatives (reps) role was explained and the proper protocol for getting in touch with the rep was reviewed. It was explained that they do not have offices and were not medical professionals. No further complications were reported/anticipated.